Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the revision procedure, the lead was noted to be testing normally. A lead/device header interface problem was suspected to have been the issue. Both the lead and device remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. During in office testing, the pacing impedance was noted to be lower and no oversensing or noise was observed with provocative arm movements. The plan is to replace the lead. No patient complications have been reported as a result of this event.